Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation. Add'l info was requested on 1/25/07 and the next day by phone, and three days later by mail and by fax. A completed questionnaire was rec'd by fax two days later.

Event description:
A surgeon reported three out of nine pts who had surgery in 2007 experienced corneal edema. The cause of these events is not known. This pt is being treated with a topical anti-inflammatory and muro 128. Outcome and prognosis are not known. This report is one of the three pts and is being filed as MFR report number 3002037047-2007-00003. The other MFR report numbers are: 3002037047-2007-00004 and 3002037047-2007-00005.